Event description:
During service, the field service engineer noted the backup battery failing to charge. No patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the backup battery is failing to charge . No patient involvement .